Event description:
The facility representative reported an infuso.r. Pump with a condition of "not working." This condition occurred upon power-up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "not working" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a stuck pusher block. The pusher block was adjusted in order to fix the reported condition.